Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check (alpc) failure. It was further noted that the ra lead had dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.